Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 400 mg/dl. The customer reported that they disconnected from the insulin pump as there was no delivery and treated high blood glucose level with syringes. The customer also reported the insulin pump had no delivery when he primed the tubing 3 times and about after half a unit, when it was detached from his body. Troubleshooting was performed and the insulin exited at the manual priming. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.